Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the waist pack was not returned for evaluation. A review of the manufacturing documentations could not be performed since the lot number of the waist pack was not provided. A picture provided revealed a tear on the waist pack. As a result, the reported event was confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged waist packs can be attributed to deterioration and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient¿s waist pack was ripped. The site indicated that the waist pack would be exchanged. No patient complications have been reported as a result of this event.